Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022 and patient admission nine (9) days post-procedure (pod9). Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1302 captures the reportable event of hematuria. Impact code f08 captures the reportable event of patient admission nine (9) days post-procedure (pod9). Impact code f23 captures the reportable event of "requiring foley catheter and continuous bladder irrigation."

Event description:
It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a left percutaneous nephrolithotomy (l pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used, and there were no device malfunctions nor intra-operative complications noted in the operative note at the conclusion of the procedure. Nine (9) days post-procedure (pod9), the patient was admitted for post-operative hematuria requiring foley catheter and continuous bladder irrigation. Per physician's assessment, the event was serious, was possibly related to the device, and causally related to the procedure.